Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156786-1.

Event description:
Voluntary medwatch received states a patient presented with an infection on their atrial lead. The device was explanted in a procedure on an unknown date. No additional adverse patient effects were reported.